Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display and was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states her pump started beeping yesterday so she changed the battery and it kept beeping again but then counted to 10 and cut off, so she took the battery out and put another one in and the same thing happened again so she just left the battery out. Troubleshooting was performed for damage and noticed broken piece near reservoir compartment. The customer declined to further troubleshoot for blank display, unexpected restart, or constant tone. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.